Manufacturer narrative:
Device was not explanted complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part no.: 213.370s lot no.: 9826746 manufacturing location: (B)(4). Release to warehouse date: 18.feb.2016 . Expiry date: 01.feb.2026 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted a review of the provided x-ray. Reviewing the x-ray pictures, this complaint can be confirmed. The risk assessment for screw implants for plates (dcrm) was reviewed. This complaint condition is adequately covered by the risk assessment. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent a lateral rebellious osteotomy of the proximal femur on (B)(6) 2018. X-ray taken on an unknown date post-operatively revealed two (2) of the 5.0mm locking screws on the proximal side are broken. Patient does not report pain at the implant site. Surgeon states loss of fracture correction is not confirmed and the fracture areas are under control. Surgeon has not yet decided whether to revise the broken screws before the bone is healed or wait until the bone is completely healed before removing the hardware. This report is for one (1) 5.0mm locking screw 70mm this is report 1 of 2 for (B)(4).